Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid and residue/debris on product. Visual inspection found haptic torn/broken. Dimensional inspection found the lens to be within specification. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -9.0/1.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2024. Lens rotation was observed. Lens was repositioned on (B)(6) 2024 but problem was not resolved. Lens was exchanged with a longer length lens on (B)(6) 2024 and problem was resolved. Reportedly, "in order to operate faster, the doctor chose another degree and performed a vertical implant." Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).